Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss) from a bipolar to unipolar configuration. Device longevity decreased and premature battery depletion (pbd) was suspected. Technical services (ts) was contacted, and ts explained the lss put the ra in suspension, causing an increase in power consumption, but noted the device was depleting normally based on the higher outputs. The device and leads remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss) from a bipolar to unipolar configuration. Device longevity decreased and premature battery depletion (pbd) was suspected. Technical services (ts) was contacted, and ts explained the lss put the ra in suspension, causing an increase in power consumption, but noted the device was depleting normally based on the higher outputs. The device and leads remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.